Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while impacting the attune femoral component the femoral impactor head broke. It was also indicated that all the pieces were retrieved and will be returned.

Manufacturer narrative:
It was reported that while impacting the attune femoral component the femoral impactor head broke. It was also indicated that all the pieces were retrieved and will be returned. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.